Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found. However, performance data collected from the device was received and analyzed.analyis of the device memory indicated there was a low telemetry battery voltage. A grey bar was confirmed on the file on the (B)(4)-2016 with a battery voltage of 2.96 v.

Event description:
It was reported that prior to implant the device was interrogated and the battery bar was gray with pre-implant indication. The device sat for two days and the gray bar was still there. The device was not used. No patient complications have been reported as a result of this event.